Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation and showed that the retaining pin was missing and unit came apart. The evaluation also showed that the nylon washers and the retaining rings were worn. The reported complaint was confirmed from the evaluation. This will affect the intended use of the device and was likely caused by wear and tear / improper handling of the device. Periodic preventive maintenance and cleaning is required and highly recommended. The definite root cause could not be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00253.

Event description:
This is 2 of 2 reports. A customer reported that thea1018 mayfield swivel adaptor does not lock and hold firmly. There was no known patient involvement or delay in surgery.